Event description:
I had implant surgery in 2013. I was not told that my saline implants were in a silicone bag. I was not told that I could develop symptoms that I have had since 2013 or that they were related to bii until this year 2025. I have chased symptoms trying to "manage" them as if they were secluded and not part of a bigger problem since 2013. The most serious of my symptoms turns out to be scar tissue related to the implants and further that this scar tissue exacerbates my spine injuries from the military because the scars have adhered to my ribs, my neck, my shoulders, and all fascia in that area causing thoracic outlet syndrome along w pinched nerves and potentially pinching veins that causes improper blood flow. The lesser exacerbations follow that my posts muscles and all pelvic floor muscles pull tighter and cause sciatic pain to be worsened throughout my hips (right hip expressly where I was previously injured and have a replacement) and cause issues with urinary urgency. Inflammation and joint pain ensue consistently and the sciatic pain is constant. Other issues with the implants are brain fog, anxiety w panic, feeling like I can¿t breathe, hair loss, chronic fatigue, thyroid issues, cysts on my liver and renal glands and cervical neck area, insomnia, eye sight issues-(incl dry eyes, cloudy eyes), joint pain, inflammation, detox issues, weight gain (unexplained), melanoma, basil cell and squamous cell issues. I have had lots of blood and urine work ups to try to figure out the culprit over the past 2 years specifically. And here we are with explant w enbloc being medically necessary. Pt: 2328, 2060, 1695, 1994, 1871, 1932, 1877, 1849, 2102, 1800, 2517, 4471, 1814, 2607, 3262. Device: 4001. Refence report: mw5176225.